Event description:
Additional information was received from the nurse at the physician¿s office who reported that she believes the physician does not believe vns was related to the increased seizures as the patient has intractable epilepsy which has never been well controlled and having spurts of increased seizures is not out of the ordinary for the patent. Additionally, she noted that the patient's brother, who also had epilepsy, passed away in 2012 due to seizures which has been really stressful on the patient.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 dictated by the surgeon¿s office reported in the patient¿s medical history that the patient was seizure free until (B)(6) 2004. The patient¿s grand-mal seizures increased. The patient was suffering from multiple seizures. The first seizure was in pacu surgery. No interventions were listed. In the patient¿s history, the patient¿s seizure increase with generator medication use. In the neurologist¿s clinic notes dated (B)(6) 2013, it was reported that the patient has had lobectomy, multiple subpial transections, and right temporal lobectomy. The patient had one seizure in recovery and was then seizure free until (B)(6) 2004. The seizures have since been gradually increasing. The patient's average complex partial seizures are 8-9 per month, average generalized tonic-clonic seizures are 6-10 per month, and average atonic/tonic seizures are none since 2009. The complex partial seizures occurred multiple times per week prior to epilepsy surgery. The generalized tonic-clonic seizures occurred about 1-2 per week prior to epilepsy surgery. The surgeon¿s office who dictated the notes were unable to provide additional information. Good faith attempts for additional information from the patient¿s treating physician have been unsuccessful to date.

Manufacturer narrative:
.